Manufacturer narrative:
The customer inspected the instrument and found yellow crystals at the opening of the pipetting area. The customer cleaned and removed the crystals, and the issue was resolved. The assy, itv (rohs) (7-76656-06) and the diverter, load and unload - moulded base (rohs) (7-205671-02) were determined to be the likely causes of the issue. No additional discrepant result issues have been reported since the crystals were removed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending was reviewed for the analyzer and parts and did not identify any increase in complaints for the complaint issue. The device historical analysis was reviewed and determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the architect i2000sr, serial number (B)(6), or the assy, itv (rohs) (7-76656-06) and the diverter, load and unload - moulded base (rohs) (7-205671-02).

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The sample was repeated with negative results. The following data was provided: initial result = 391 iu/ml. Repeat result on same sample = <1.2 miu/ml no impact to patient management was reported.

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The sample was repeated with negative results. The following data was provided: initial result = 391 iu/ml repeat result on same sample = <1.2 miu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.